Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the reservoir did not lock in place into the insulin pump, one sensor was broken. The customer¿s blood glucose level was 84 mg/dl at the time of incident. The customer also stated that the insulin pump had cosmetic damage. Troubleshooting was performed for damage. The customer was also stated that the site was bleeding and customer was declined to troubleshoot for it. The customer was reported that the plastic was chewed up on insulin pump and cracked on the reservoir compartment and up the back of the insulin pump. The customer was reported that the belt clip was broken of the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis and sensor will not be returned for analysis.